Manufacturer narrative:
A supplemental MDR report will be filed for complaint (B)(4) when all necessary information has been obtained and the complaint investigation has been completed.

Event description:
While inserting a 3.5mm arsenal locking screw during a case a large burr came off the screw which cut the surgeon's glove and his skin.